Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that rust was present in the cutting slot of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during prior to a medical procedure at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that rust was present in the cutting slot of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during prior to a medical procedure at the user facility, there was no patient involvement and no delay to a surgical procedure.